Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a blank display. The customer's blood glucose level was 180 mg/dl. The customer reported that he received failed battery alarm so he changed the battery six times and no display was showing on the screen. The customer was assisted in troubleshooting for failed battery and it was reported that the contacts on the battery cap were not missing and battery compartment was also normal. The customer stated that the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. Device was monitored and no unexpected powering off or blank display noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.